Manufacturer narrative:
(B)(4). This customer reported the device did not deliver a shock using paddles. There was no report of negative patient impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
This customer reported the device did not deliver a shock using paddles. There was no report of negative patient impact.